Manufacturer narrative:
Device packaging has yet to be returned for evaluation. Pma510(k): additional 510k codes: k011028, k013227.

Event description:
Customer reported that when they received the implant package (tsvh10) everything was in it but the vial that contains the implant was empty.

Manufacturer narrative:
The product associated (packaging) with this complaint was not returned and the exact details and condition of the product as received by the customer could not be verified at this time. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Added expiration date. UDI (B)(4). Added device manufacture date. Added follow up type. Added evaluation codes. (B)(4).